Manufacturer narrative:
(B)(4). The device was returned, evaluation is anticipated but not yet begun. Method: no testing methods performed; result: results pending completion of evaluation. This device is used for therapeutic purposes.

Event description:
It was reported that three (3) pillar palatal implants were implanted in a female patient on (B)(6) 2013, and two (2) of the implants partially extruded postoperatively approximately 3 weeks after (B)(6) 2014. An additional procedure was performed on (B)(6) 2014, in order to completely remove the two (2) partially extruded implants.

Manufacturer narrative:
The device was returned and evaluated by a quality engineer. As received condition: received two implants without the original product label or part number. The returned samples were received in a container. From visual evaluation, the returned implants appeared to be pillar implants as reported in the customer complaint. Analysis observations: the integrity of the two implants was not intact. There was considerable amount of discoloration and deformation likely due to extrusion/extraction. As per the instructions for use (IFU) 68e4058 rev. D of the product, partial/full extrusion of implant is listed as a potential complication. It is stated in the IFU that partial extrusion did occur during clinical studies. Factors leading to extrusion include: implanting into the uvula, lateral misplacement in the thinner area of the palate, and superficial placement in the palate. Based on the available information it is unknown if the implant placement technique is a possible contributing factor of the extruding palatal implants; therefore, a definitive root cause could not be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.